Event description:
According to the report, the device does not indicate with the ac mains light that ac power is connected. There was no pt associated with the report.

Manufacturer narrative:
Physio-control is continuing to investigate the reported malfunction. Physio-control will submit a supplemental report on this event to the FDA as provided.